Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an incidental no external power when their mobile power unit (mpu) was inadvertently unplugged from the wall, which was not seen on the device interrogation. Log files did not capture any no external power events though the event history only went back to 02oct2025 so any alarms may have been overwritten. There was a v-lock connector on the mpu side of the cable. However, the cable became unplugged from the wall, not the mpu. The v-lock connector was not the issue, nor was the mpu. This was a user error situation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed, as the submitted log files did not contain any atypical alarms. Of note, the periodic log file was reviewed and contained data from (B)(6) 2025, the backup battery use count was initially observed to be 15 uses and increased to 16 uses. The events leading up to the backup battery use count increase were not captured in the periodic log file due to data being captured at designated intervals. The backup battery will support the system in the event that external power is not available and there was no indication of an interruption to system support. The heartmate mpu (serial number (B)(6)) was not returned for evaluation. The mpu had a v-lock connector on the alternating current (ac) power cord, and due to user error, the mpu was inadvertently unplugged from the wall outlet. The root cause of the reported event was determined to be the user disconnecting their ac power cord from the wall outlet. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history record for the mobile power unit (serial number: (B)(6)) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.